Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Failure analysis investigations found an additional failure and related to the customer reported complaint. The instrument was found to have a loose pitch cable at the distal end. The loose pitch cable was caused by the broken pitch cable. Loose cables are attributed to a loss of cable tension.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the customer observed that the connection cable of the permanent cautery spatula instrument was broken. There was no report of any fragments falling inside the patient. The procedure was completed with a back-up third party instrument with no reported injury.